Manufacturer narrative:
Note: product reference 4430395 is not cleared for sales in the USA, but its catheter is similar to the product reference 5430395 cleared under #510k130576. The involved sample, nor x-ray pictures are available for investigation. The batch number is unknown. Without the necessary elements for investigation, we cannot perform any investigation and conclude on the root cause of this incident. The catheter rupture is a known complication of the access port implantation that could be have different root causes. This is a rare incident; no corrective action is envisaged. However, if new elements become available, this complaint will be re-opened.

Event description:
Patient with a fracture and migration of a chemotherapy catheter segment with intracardiac location, requiring a phlebography study to define phlebography study to define endovascular extraction. Taken to extraction procedure.